Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in a gallstone procedure performed on (B)(6) 2022. During preparation, the device was unpacked and found to be broken. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the handle cannula detached and side car rx pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Initial reporter facility name (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. Dimensional inspection found the sidecar rx was pushed back approximately 1.0 mm which is out of specification. Both screws depth and length were measured and found within permitted tolerance. The reported event was confirmed. Based on all available information, it is possible that an excess of force was applied during the manipulation. Perhaps the technique used could have contributed to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label."